Event description:
A facility reported a hakim valve (ID 823834) was implanted on (B)(6) 2024 and stop functioning after 10 months of implantation. The valve was removed and replaced. No patient consequences.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Root cause update: no root cause could be determined as the technician could not performed all the tests. The root cause for the "programming" issue is due to biological debris and protein build up interfering with the valve, at the time of investigation, biological debris were found and as mentioned in the IFU: accumulation of biological matter (i.e. Blood, protein accumulations, tissue fragments, etc.) In the programming mechanism can cause inability of the device to be reprogrammed. Clogging of the programmable valve with biological matter can cause the valve to become unresponsive to attempts to change the pressure setting. The root cause for the missing needle guard, could be due to improper handling, as noted in the IFU. Do not fold or bent the valve, folding or bending might cause rupture of the silicone housing, needle guard dislodgement or occlusion of the fluid pathway.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hakim valve was returned for evaluation: DHR - lot 7422650, conformed to the specifications when released to stock failure analysis - the valve was visually inspected;the needle guard was missing and biological debris were noted inside the housing. The valve was tested for programming: the valve failed the test. The leak, reflux and pressure test could not be performed as the needle guard was missing. Root cause - no root cause could be determined as the technician could not performed all the tests. The root cause for the "programming" issue is due to biological debris and protein build up interfering with the valve, at the time of investigation, biological debris were found and as mentioned in the IFU: "accumulation of biological matter within the valve can: cause difficulties adjusting the valve setting with the tool kit". The root cause for the missing needle guard, could be due to improper handling, as noted in the IFU. Do not fold or bent the valve, folding or bending might cause rupture of the silicone housing, needle guard dislodgement or occlusion of the fluid pathway.

Event description:
N/a.

Manufacturer narrative:
Correction: follow-up #2 was sent with us regulatory awareness date (g3): 01/04/2026. The correct us regulatory awareness date is: 12/11/2025.